Event description:
A malfunction alarm was reported by the caller concerning the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset; the customer planned to attempt a reset later and promised to call back if further problems arose.